Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during an open sigmoidectomy, the jaws did not open at the 2nd firing of functional end to end anastomosis. The cartridge was blue. Eventually, the clamped tissue came off the jaws without opening. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m5471v. The analysis found that one sc60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home positions and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.